Event description:
It was reported through the journal of cardiovascular electrophysiology a tendril lead may be related to an acute complication, arteriovenous fistula, or procedure-related complication. Lead dislodgement was noted. The patient had an ischemic stroke and infection. It was resolved by surgery and by replacing the lead. No further information was provided.